Event description:
It was reported that at a routine clinical follow-up the asymptomatic patient¿s device had recorded a large number of automatic mode switching episodes all of which were related to lead oversensing. Additionally, there were both atrial and ventricular lead oversensing episodes. The atrial lead oversensing was reproducible with arm movements. The patient was in stable condition and will continue to be monitored.